Event description:
The customer reported that the system would not complete boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable and cable on the cradle connector were evaluated and replaced. The system was tested and found to be working as intended and returned to service.